Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring 128 ohms. Boston scientific technical services (ts) noted that the patient had never received a shock from the device, and recommended continuing to monitor. This rv lead remains in service. No adverse patient effects were reported.